Manufacturer narrative:
Device history record was reviewed and no anomalies that could be associated with the complaint were observed. The hook cev2295a was returned for evaluation: failure analysis: the evaluation verified the complaint as valid. The coating is damaged and whitened near the hook. The coating is not melted. There are some scratches on the coating no event has been registered concerning coating process during the manufacturing of the hook. Root cause: the damages of the coating are probably due to an improper cleaning of the device (use of scouring pad for example), despite the recommendations in IFU nt060 : "do not use abrasive cleaning products such as hard brushes, etc." And "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition."

Event description:
This report is 2 of 3 linked to mfg report numbers: 2523190-2021-00030, 2523190-2021-00032. A facility reported that during colpectomy procedure with erbé generator power 80's/yellow and 60 on blue, the hook cev2295a melted while in continuous use mode. The blue plastic parts fell in the patient's abdomen. It is unknown if there was surgical delay; however, no patient injury was reported. It was reported that this occurred on 3 occasions, but the date of event(s) are unknown.